Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed, a faulty patient board set was causing a black screen. The evaluation found the following: there was a corroded picture in picture connector, the software version was out of date at version 4.00 and is recommended to be upgraded to 4.10. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image as the video was just showing a black screen. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon occurred due to defective patient board set. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.